Event description:
It was reported that red lock on right side wouldn't stay locked when she did exercises at physical therapy and it unlocked twice during ambulation.

Manufacturer narrative:
It was reported that red lock on right side wouldn't stay locked when she did exercises at physical therapy and it unlocked twice during ambulation. The brace has not been returned for evaluation the root cause of the complaint is damaged component based on other devices that have been evaluated. The devices lock button failed during manufacturer testing confirmed to be the same malfunction found in 9616086-2023-00007. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.